Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient initials are (B)(6). Patient gender is unknown. Event date: unknown. Additional device product code is hwc. (B)(4). The subject device is expected to be returned to the synthes manufacturer for evaluation. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming . The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2016 due to non-union. A trochanteric fixation nail system (tfn) system was originally implanted on (B)(6) 2015 to treat left intertrochanteric fractures. During the revision surgery the tfn system consisting of one 11.0mm titanium (ti) helical blade 85mm, one 10mm/130 degree ti cannulated trochanteric fixation nail 170mm, and one 4.9mm ti locking bolt were removed fully intact. The patient was revised with a proximal femur plate. The surgery was successfully completed and no surgical time delay reported. The patient's postsurgical status is unknown. This report is 2 of 3 for (B)(4).